Event description:
It was reported that during a da vinci hysterectomy procedure, the right blade of the monopolar curved scissors instrument became detached and fell into the pt. The piece was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have one scissor blade broken off. The detached blade was also returned. The blade is fractured at the cross section of the cable crimp. The fractured plane of the blade is straight and the remaining blade tip does not exhibit damage. Electrical continuity passed. No other damage was found.